Event description:
Customer complained about having trouble calibrating. She stated the insulin pump requested a calibration at 7 pm; it was not time but she checked her blood glucose and it was 122 mg/dl. She entered the glucose value and is seemed like it was not accepting it. Customer was informed that the calibration was accepted but it takes a while to show in the calibration history. Customer is unable to upload to carelink and declined assistance. Customer also reported that there is a sensor glucose reading discrepancy. Customer stated that earlier the insulin pump was suspended because sensor glucose readings were from around 40 to 80 mg/dl. No troubleshoot performed as the customer had just calibrated with blood glucose ok 122 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.